Event description:
The customer reported that during a lung ablation, the antenna broke but did not come off in the patient. The doctor reported that during the procedure, the patient took a deep breath and that is when the antenna broke. The doctor was not upset since he realized he had been torquing the antenna as he was inserting it. The doctor just removed the antenna intact and used another to complete the procedure.

Manufacturer narrative:
(B)(4). The antenna was not returned so no evaluation could be performed. However, the IFU warns: "do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage at the antenna feedpoint and injury to the patient or user."